Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported difficulty. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during preparation of the unspecified nc trek dilatation catheter, the stylet was difficult to remove and seemed more sticky than usual. The stylet was able to be removed without device damage and the nc trek was used, without reported incident, in the procedure. There was no adverse patient effect and no clinically significant delay. No additional information was provided.